Manufacturer narrative:
(B)(4). G2: foreign ¿ australia; multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2024 - 00288; 0001825034 - 2024 - 00289; 0001825034 - 2024 - 00290. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately twenty-five years post-implantation, the patient underwent a revision for unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b1; b5; g3; h2; h6. Corrected: b5. Visual examination of the provided pictures identified the liner explanted, with wear damage noted to the rim on one part of the liner. The device is covered in bio-debris. No further evaluation can be made from the provided picture. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the provided picture of the worn device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately twenty-five years post-implantation, the patient underwent a revision for liner wear. Pictures were initially provided and showed the worn/damaged liner. Attempts have been made and no further information has been provided.